Event description:
Information was received from a hospital attorney and reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately eight months after implantable cardioverter defibrillator (ICD) replacement. Additional information provided reported the patient collapsed at school, the ICD provided six high voltage therapies and sinus rhythm was restored. The patient was admitted to the hospital. Two days after the cardiac arrest, the patient was undergoing an exercise stress test when the patient went into ventricular fibrillation and had a cardiac arrest. Resuscitation efforts were initiated but were not successful and the patient died. The cause of death was provided as ventricular fibrillation secondary to hypertrophic cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).